Event description:
On (B)(6) 2021, the patient was noted to have had a dislocation of the polyethylene inlay with subluxation. Prior to surgery, the indications for surgery included squeaking. The surgeon reported finding clear effusion, metallosis, inlay with shoulder twisted and shifted and shifted in caudal direction. The insert was noted to be deformed with significant damage on the edges. The insert had shifted in a caudal direction. The cup based had marked anteversion, but was not revised. The insert and femoral head were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced device revision or replacement with surgical intervention.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "dislocation polyethylene inlay with subluxation." On (B)(6) 2020, the patient had left hip arthroplasty to address femoral head necrosis, left hip. Depuy components were used in this procedure. On (B)(6) 2021, the patient was noted to have had a dislocation of the polyethylene inlay with subluxation. Prior to surgery, the indications for surgery included squeaking. The surgeon reported finding clear effusion, metallosis, inlay with shoulder twisted and shifted and shifted in caudal direction. The insert was noted to be deformed with significant damage on the edges. The insert had shifted in a caudal direction. The cup based had marked anteversion, but was not revised. The insert and femoral head were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed disassociation. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 2-mar-2022: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed disassociation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : DHR review: product code 121701052, work order (B)(4) was manufactured on 05 dec 2019. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Expiry date: 30 nov 2029, IFU: 090200701.